Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint ¿the pch instrument was caught by the tenaculum forceps instrument and broke.¿ failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. For clarification, the instrument was found to have the main tube broken. No material was found missing. The main tube and distal tip remained intact due to the conductor wire and insulation being undamaged. However, the instrument cannot be placed on an in-house system for any functional testing due the inability to move intuitively. An electrical continuity test was performed and passed. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looks like the main tube is broken resulting in the ¿broken tip¿ observed. Root cause of this failure is attributed to mishandling/misuse. The damaged main tube is consistent with the analysis result. Additional information can be found in the following fields: d9, g3, g6, h2, and h3 failure analysis information can be found in the following fields: h6 and h10.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the permanent cautery hook instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the instrument log for the permanent cautery hook instrument (part number: 478090-03/lot number: k10220509 0013) associated with this event has been performed. Per this review of the logs, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2022 via system sk3395. The alleged instrument had 6 uses remaining after this last usage. Isi has received the images of the broken permanent cautery hook instrument. The review of the provided image is conducted by an isi failure analysis engineer and following additional information was provided: it looks like the pch instrument main tube is broken resulting in the broken tip. This complaint is being reportable malfunction event due to the following conclusion: it was alleged that the pch instrument main tube was broken. A fragment from the instrument possibly fell inside the patient during procedure. At this time, it is unknown what caused the issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, while cauterization of the uterine tissue to expose fibroids, the permanent cautery hook (pch) instrument was caught by the tenaculum forceps instrument and broke. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. The single-site permanent cautery hook is intended to be used with the da vinci system and single-site instrument and accessories for dissection and monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the pch instrument was inspected prior to use with no abnormality. The pch instrument did not have any issue with the functionality as well as energy delivery. The tenaculum forceps instrument was too close to the pch instrument causing the tip of the pch broke. There were no fragments fell into of the patient. The customer believed that the instrument damage was due to unintentional mishandling/misuse. No thermal damage was observed.